Event description:
Physician was performing an urgent myocardial revascularization x5 with lima, left scv pa, right radial arterial line, left endoscopic vein harvest - left greater saphenous vein. The vasoview hemopro2 cautery would not work.